Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "door closing issue". The evaluation experience a "door not fully latched" alarm, corresponding with the reported symptom, determined to be caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump had "door closing issues". During baxter's eval of the device, the device alarmed "door not fully latched". Any pt involvement, injury or medical intervention is unk.